Event description:
It was reported that the fiber broke two times during the procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of media provided by the customer, this device was analyzed. Visual inspection showed that the fiber was broken in two parts of the body, confirming the reported allegations of fiber break. It is likely that the component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
Upon receipt of media provided by the customer, this device was analyzed. Visual inspection showed that the fiber was broken in two parts of the body, confirming the reported allegations of fiber break. It is likely that the component damaged could have affected the device performance and its integrity leading to the event experienced by the customer. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the fiber broke two times during the procedure. The procedure was completed with another device. There were no patient complications.